Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the device will not be returning for further evaluation. Therefore root cause cannot be determined. However, the customer was advised to conduct a leak test, and the customer stated that he will troubleshoot with a turbine available. It could be a defective driver or main pcb. The power supply was replaced after the customer reported that no power was being supplied to the motor control board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator was experiencing a motor fault error and that the motor was not even turning. Furthermore, there was no patient associated with the reported event.